Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials#: 302830 batch#: 4080781. It was reported by the customer that 20ml syringe that has foreign matter on the inside of the syringe unopened package. Verbatim: rcc received a complaint via phone.(B)(6). 20ml syringe that has foreign matter on the inside of the syringe unopened package. Customer has the product for investigation. Ref: 302830 lot 4080781.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there is foreign matter on the inside of the unopened package. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed with 10x magnification. No foreign matter of any kind was observed in the syringe. No defects or imperfections were found. A device history record review was completed for provided material number 302830, lot 4080781. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received materials#: 302830 batch#: 4080781. It was reported by the customer that 20ml syringe that has foreign matter on the inside of the syringe unopened package. Verbatim: rcc received a complaint via phone. Pir attached. 20ml syringe that has foreign matter on the inside of the syringe unopened package. Customer has the product for investigation. Ref: 302830 lot 4080781.